Event description:
It was reported that the atrial lead exhibited 1800 ohms impedance (on the high side of normal). Programming was changed to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.